Event description:
Additional information received reports the event cause was determined and reprogramming was needed. The device was reprogrammed to the patient satisfaction on (B)(6) 2015 and the patient was to follow-up in one year. It was noted that the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v998462, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the caller reports a loss of therapeutic effect. Caller states the patient has had an immediate return of symptoms following a car accident on two weeks before reported event date. Caller states the patient does not feel any stimulation. Caller states she was instructed by healthcare provider office to contact manufacturer. It was noted that the patient has an appointment with the nurse at the healthcare provider office on (B)(6) and would like the representative at appointment. The caller states she will call the healthcare provider to request representative at appointment.